Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/23/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did any needle piece(s) fall into the patient? Yes. If yes, was\were the needle piece(s) retrieved during the same procedure? No part was found, it was a very small part that was missing. Were x-rays taken to locate the needle piece(s)? X-rays were made, but no part of the needle was visible. Was there any additional tissue damage as a result of searching for the needle piece(s)? No injuries to the patient related to the search. The operation time was slightly longer than expected related to the search. Name of procedure? It was a vaginal procedure where it was discovered when the needles were to be counted down that there was a missing tip. Lot number? Udbdhsq0. Provide the source or name, email and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6), op-ssk. The following information was reported: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration and manufacture date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown vaginal procedure on an unknown date and suture was used. It was reported that the needle tip broke during surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was v370h. Visual inspection and metallurgical analysis were performed on the returned product. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A fracture was observed at the tip of one needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The second needle was not fractured and therefore no additional analysis was carried out. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. The second needle was bent, not fractured, and no additional analysis was performed. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was observed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/28/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: one additional sample v333; lot tcbbjgr0 was received. Please confirm if the product is also involved in this event. Or is it related to another complaint. Please provide the reference. Cg labs received for (B)(4): (2) v370; lot# udbdhsq0; (1) v333; lot# tcbbjgr0; I don¿t know of another event, but I guess it¿s possible it has happened before. Is that needle also broken off? A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.